Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was experiencing a "low air leak" alert. The arctic gel pads were disconnected and reconnected one by one, and the flow fluctuated from 2.9lpm to 0.0lpm. The low air leak alert was unresolved, and as a result, therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed using the new set of pads without any further issues.

Manufacturer narrative:
Received 1 used set of 4 arctic gel pads only. The visual inspection noted that the energy connectors of the left and right thigh pads were slightly deformed (damaged) ; however, the rest of the pads showed no irregularities and no obvious defects. The exact mechanism or root cause of the damage in the energy connectors could not be determined at this time. During the functional evaluation, the pads were submitted to the flow rate test using the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, and details are as follows: * left chest pad: a total of 4.63 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 5.89 l/min m2 of flow rate were registered during the test. * right chest pad: a total of 4.39 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 4.62 l/min m2 of flow rate were registered during the test. According the test method, the flow rate was found to be acceptable for the pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." (B)(4).

Event description:
It was reported that the device was experiencing a "low air leak" alert. The arctic gel pads were disconnected and reconnected one by one, and the flow fluctuated from 2.9lpm to 0.0lpm. The low air leak alert was unresolved, and as a result, therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed using the new set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was experiencing a "low air leak" alert. The arctic gel pads were disconnected and reconnected one by one, and the flow fluctuated from 2.9lpm to 0.0lpm. The low air leak alert was unresolved, and as a result, therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed using the new set of pads without any further issues.